Event description:
Despite repeated adjustment of deep brain stimulation therapy the hcp was unable to eliminate the pt's hand tremors. Since device implant, the pt has also lost his sense of balance, taste, and speech. Two years after the initial implant, the pt underwent surgery to reposition the deep brain stimulator leads. Afterward, repeated attempts to adjust therapy failed to eliminate the hand tremors. The pt was in contact with his neurologist to help identify the cause of the problem. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available. Please see MFR report# 300409178-2008-07590.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had an initial dbs surgery on 10/14/2005 with implant of bilateral leads and subsequent placement of the generators on (B)(6) 2005. Post op the patient experienced a loss of sensation around the mouth and numbness of the tongue and was insensitive and bothered by the sense of numbness. The patient had neck pain post op which had not resolved. The generators were turned on post op; he developed dystaxia as well as worsening of his dysesthesias in his mouth. The patient continued to complain of incisional pain and dysphoria, loss of appetite and stomach upset with a 20 pound weight loss. The patient saw a new neurologist in (B)(6) 2006. On (B)(6) 2006 the leads were replaced due to the poor original placement with side effects and no effective stimulation. Concomitant medications the patient was on at the time of the event were clonidine, accupril, verapamil, lovastatin, hctz, glucophage, amaryl, insulin, enablex, b12, folic acid allergic to pcn and iodine

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that during the first lead placement surgery the patient¿s brain was damaged to the point where it could not be corrected. This led to side effects when the therapy was on. The tremors he experienced were better than turning therapy on and having his speech deteriorate, feel dizzy, and a loss of balance and taste.